Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('perforation: ovary (left)'), device breakage ('device breakage'), device dislocation ('migration of essure device location of device: peritoneal cavity\the fragmented tip of the outer coil remaining in the infundibulum') and embedded device ('malposition of essure device location of device: uterus in and outside ovary in peritoneal cavity\the proximal tip of the outer coil, probably remains within the wall of the uterus in the left cornua.') In a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from 2000 to 2010. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from 2010 to 2012. On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain on left side/left lower quadrant"), 4 months 25 days after insertion of essure. In (B)(6)2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy and surgical removal of coil(s)). Essure was removed on (B)(6)2013. At the time of the report, the ovarian perforation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, ovarian perforation, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for pain and perforation. (B)(6)2013 essure device did not take on the left side, they needed to remove device and perform a tubal ligation. As per mr:(B)(6)2013:patient left fallopian tube with free peritoneal spillage with most of the left essure micro insert in the peritoneal cavity. The proximal tip of the outer coil, probably remains within the wall of the uterus in the left cornua. (B)(6)2013:procedure performed: laparoscopic removal of essure device within peritoneal cavity and bilateral tubal fulguration. (B)(6)2016: procedure performed: lavh lso with robot assist. Lysis of adhesions, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: unilateral occlusion (right tube occluded), breakage of essure device, perforation (other) please describe, malposition of essure device, migration of essure device. Impression: patent left fallopian tube with free peritoneal spillage with most of the left essure micro insert in the peritoneal cavity. Proximal tip of the outer coil remains in the left infundibulum.. Imaging procedure - on an unknown date: unknown. Pathology test - on (B)(6)2016: uterus, cervix, left ovary and bilateral fallopian tubes; hysterectomy, left oophorectomy and bilateral salpingectomy. Cervix: squamous metaplasia. Endometrium: weakly proliferative endometrium, no neoplasia or hyperplasia identified. Myometrium: without diagnostic abnormality. Serosa: without diagnostic abnormality. Left ovary: benign ovary with numerous cystic follicles. Bilateral fallopian tubes: benign fallopian tubes without diagnostic abnormality. Uterine weight: 67 gm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the perforation and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and perforation to be related to essure. The reporter commented: plaintiff received treatment for pain and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: dysmenorrhea (cramping) and perforation. Case became incident. Lab data and reporter's information was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('perforation: ovary (left)'), device breakage ('device breakage'), device dislocation ('migration of essure device location of device: peritoneal cavity\the fragmented tip of the outer coil remaining in the infundibulum') and embedded device ('malposition of essure device location of device: uterus in and outside ovary in peritoneal cavity\the proximal tip of the outer coil, probably remains within the wall of the uterus in the left cornua.') In a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from 2000 to 2010. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from 2010 to 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain on left side/left lower quadrant"), 4 months 25 days after insertion of essure. In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy and surgical removal of coil(s)). Essure was removed on (B)(6) 2013. At the time of the report, the ovarian perforation, device breakage, device dislocation, dysmenorrhoea, dyspareunia, bladder disorder, urinary tract disorder, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, ovarian perforation, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for pain and perforation. (B)(6) 2013 essure device did not take on the left side, they needed to remove device and perform a tubal ligation. As per mr:(B)(6) 2013:patient left fallopian tube with free peritoneal spillage with most of the left essure micro insert in the peritoneal cavity. The proximal tip of the outer coil, probably remains within the wall of the uterus in the left cornua. (B)(6) 2013:procedure performed: laparoscopic removal of essure device within peritoneal cavity and bilateral tubal fulguration. (B)(6) 2016: procedure performed: lavh lso with robot assist. Lysis of adhesions, cystoscopy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), breakage of essure device, perforation (other) please describe, malposition of essure device, migration of essure device. Impression: patent left fallopian tube with free peritoneal spillage with most of the left essure micro insert in the peritoneal cavity. Proximal tip of the outer coil remains in the left infundibulum.. Imaging procedure - on an unknown date: unknown. Pathology test - on (B)(6) 2016: uterus, cervix, left ovary and bilateral fallopian tubes; hysterectomy, left oophorectomy and bilateral salpingectomy. Cervix: squamous metaplasia. Endometrium: weakly proliferative endometrium, no neoplasia or hyperplasia identified. Myometrium: without diagnostic abnormality. Serosa: without diagnostic abnormality. Left ovary: benign ovary with numerous cystic follicles. Bilateral fallopian tubes: benign fallopian tubes without diagnostic abnormality. Uterine weight: 67 gm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Date of explant updated. Event perforation was updated to perforation: ovary (left). New events were added: device breakage, migration of essure device location of device: peritoneal cavity/malposition of essure device location of device: uterus in and outside ovary in peritoneal cavity, dyspareunia (painful sexual intercourse), bladder or urinary problems or changes. Onset date of event dysmenorrhea (cramping) was added. Reporter information, historical drug, concomitant drug and lab data was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.